Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent (clso-10-12) to drain ((B)(4)). The nurse didn't do the eye inspection and opened the package because of the next procedure time was running out. In the meantime, she recognized that the oa-10 had no inner catheter. ((B)(4)) so she opened another oa-10 and case finished. ((B)(4)) additional information received on 22-apr-2022: "I can confirm it. Yes, 0.025 jag revolution straight type wire was used in this case." Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the oa-10 device of lot number c1844977 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 12 april 2022. On evaluation of the device, the purple pushing catheter and holder (black tubing) were returned. Guiding catheter was not returned. No damage observed on either. Inner catheter not returned document review: prior to distribution oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-10 of lot number c1844977 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1844977. It should be noted that the instructions for use (ifu0096) states the following: ¿wire guide diameter and inner lumen of wire-guide device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Image review: n/a. Impression: n/a. Root cause review: a definitive root cause of an incorrect wire guide used was identified in the laboratory. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Additionally, it is possible root cause for the missing component is the device fell out of the packaging unnoticed by the assistance due to the short timing to the next procedure. As per engineering input ¿a possible scenario for this occurrence is that when the packaging was being opening, the inner catheter fell on the floor and was not noticed due to the need to get to the next procedure, which is stated in the testimony above¿ summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.